Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump. They were also instructed to call back if the malfunction reoccurred, and the caller acknowledged and understood the instructions.